Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 37751. Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was that the ins battery hadn't been holding a charge for quite awhile. Pt said that the ins was taking forever to charge and that the ins was not holding a charge for very long anymore. Agent reviewed with the pt/caller that the ins battery capacity would decrease over time. Caller said that they first noticed the issue when the pt got covid and the pt was in the hospital and placed in a medically induced coma; caller said that right before they brought the pt out (of the coma), they started charging the pt's ins and the recharger was getting really hot so they were charging the ins a little at a time each day so that they wouldn't burn the pt. Caller said that the pt needed a new recharging since their recharger wasn't working at all. Pt said that the recharger kept giving them an error message that was em something with a phone icon. Agent asked if the message was possibly eri and pt confirmed that it was probably eri. Pt said that they had gotten the message two times. Agent reviewed eri/eos message meanings and expected time-frames. Agent advised the pt that a message would be sent out to the local manufacturer representative (rep) requesting contact to discuss ins replacements options as pt said that they needed the ins, however agent did not promise a time-frame on a response.